Event description:
It was reported that coil migration occurred. The target lesion was located in the pulmonary artery. A 3mm x 4cm .035 interlock was used for a coil embolization treatment procedure. During the procedure, it was noted that the coil seemed to stretch out and did not deploy correctly in the pulmonary artery. It was also noted that the coil migrated forward. The coil was removed with a snare and the procedure was completed with a plug. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device was received for analysis. It was observed that the coil was stretched and kinked. Dried blood was present on the fiber bundles of the coil. Microscopic inspection showed that the coil zap tip shape and surface was smooth. The interlocking arm of the main coil was present. Not all coil measurements were able to be taken due to the coil being kinked and stretched. The dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that coil migration occurred. The target lesion was located in the pulmonary artery. A 3mm x 4cm .035 interlock was used for a coil embolization treatment procedure. During the procedure, it was noted that the coil seemed to stretch out and did not deploy correctly in the pulmonary artery. It was also noted that the coil migrated forward. The coil was removed with a snare and the procedure was completed with a plug. No further patient complications were reported and the patient's status was fine.